Event description:
During service by baxter, failure code 812:02 was found in the event history of the device. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 05 2007. Evaluation summary: evaluation was performed and the reported condition was confirmed. Inspection of the pump revealed defective pump head module caused the failure code 812:02. The pump head module was replaced. The pump was tested for proper operation and pump found to function properly.